Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker exhibited a significant decrease in the remaining longevity down from 8.5 years remaining in 2019 to six month remaining at the current device follow up. The energy consumption showed 428%. The patient was pacemaker dependent, so they were admitted and the device was explanted and replaced that day. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.